Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty attaching a luer connector to the cartridge, discarded the connector, and successfully attached a new luer connector without further issues, with blood glucose unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included review of device history and complaint trend analysis. Investigation of this case revealed user difficulty with the connector interface and resolution upon replacement, with no device malfunction confirmed. It was concluded that the event was attributable to use difficulties with the luer connector, and replacement supplies were provided.